Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage advisory alarms was confirmed via log file analysis. Throughout the log file, there were multiple instances of low power advisory and power cable disconnect alarms captured. Between 23sep2025 ¿ 25sep2025, low power advisory activated due to the rsoc voltage values in both the power cables fluctuating around the alarm threshold. Low power advisories and power cable disconnects were not triggered on all of these instances, as some of these instances self resolved quickly. Otherwise, the log file captured routine power cable disconnects; no other notable events were captured. The pump operated as intended at a speed within the expected range. The system controller (serial number: (B)(6)) underwent functional testing and did not pass continuity testing of the power cables. The system controller was disassembled, and the internal resistances of all inner wires of the power cables were measured. Measurements revealed elevated resistances in all inner wires, indicative of wire fatigue. Despite this observation, manipulating the controller power cables did not reproduce the reported alarms. The power cables were stripped to the inner wires to check the condition of the inner wires, which revealed fluid ingress which penetrated to the internal wires. Downloaded log files contained events consistent with the report of a system controller exchange taking place, which is consistent with provided information from the customer. Available information provided that the system controller was exchanged to troubleshoot the alarms. The root cause of the reported event could not be conclusively determined through this investigation. Incidental findings: damaged bend reliefs on both power cables the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including low voltage advisory/hazard and power cable disconnect alarms, and the actions to take if the issue does not resolve. The heartmate 3 patient handbook and the heartmate 3 lvas instructions for use instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during routine clinic visit the patient expressed getting low voltage advisory alarms randomly while not making any power changes. Log files confirmed the abnormal low power advisory alarms on the black power cable. This indicated that the black power cable may have a poor connection between the battery and battery clip. This indicated that the battery was at yellow advisory level or poor connection with the clip. The system controller was replaced.